Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck was observed. During preparation, the technician encountered issues loading the wire and may have inadvertently bent it. During the procedure, the physician faced difficulties using the catheter because the guidewire was stuck. Despite this, the physician chose not to replace the guidewire to avoid pausing the case, as the device remained usable. The procedure was completed successfully without any patient complications. Additionally, there was resistance manipulating, advancing and withdrawing the guidewire. No tissue was observed on the tip of the catheter or guidewire. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection was performed, and no abnormalities were observed. Functional testing consisted of inserting the guidewire. A noticeable resistance was felt within the guidewire lumen at the flaring section, resulting in less than smooth advancement. However, the guidewire was still able to advance without the need for additional force and catheter deployment was successful. The catheter was dissected for further inspection. It was noted that the flaring of the device was found damaged. Boston scientific was not able to confirm the allegation of guidewire stuck or difficult to withdraw, however, the allegation of difficult to load wire was confirmed through lab analysis.

Event description:
It was reported that a guidewire stuck was observed. During preparation, the technician encountered issues loading the wire and may have inadvertently bent it. During the procedure, the physician faced difficulties using the catheter because the guidewire was stuck. Despite this, the physician chose not to replace the guidewire to avoid pausing the case, as the device remained usable. The procedure was completed successfully without any patient complications. Additionally, there was resistance manipulating, advancing and withdrawing the guidewire. No tissue was observed on the tip of the catheter or guidewire. The catheter received for analysis.